Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the system board to address the issue. No further investigation is required at this time. Additional findings not related to the malfunction/issue, the detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter, motor blower assembly, and stirring fan foam were replaced to prevent failure. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.1.03.